Manufacturer narrative:
D4: UDI associated medwatch-reports: 9610612-2021-00109 (400502237 + nr142m). 9610612-2021-00133 (400502858 + nr466z). 9610612-2021-00134 (400502859 + nr077z). 9610612-2021-00135 (400502860 + nr436z). 9610612-2021-00136 (400502861 + nr006z). 9610612-2021-00137 (400502862 + nr400z). 9610612-2021-00138 (400502863 + nr184z). Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. On the basis of the current information and without the product for investigation, a clear conclusion cannot be drawn. At that time we assume that the mentioned problems are not product related. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus revfem. Spacer. According to the complaint, the patient fell off a ladder and the implants may be revised in the future; the patient is being followed by a physician for any further treatment. The intial implantation was performed on (B)(6) 2018 and the revision was not yet planned or scheduled. He fell off 16 foot ladder. There is now loosening at medial tibia with severe bone splinter pain 3 inches down, medial with pad scuffing - floater is present. Joint is too tight, however, maximum bend is at acceptable range according to current treating doctor. Tibia now reportedly has osteoporosis. Sharp pain both anterior horizontal plant of patell; perhaps smaller thickness pad replacement would fix pressure problem. Patient is extremely bow-legged, so long stem is torqueing tibia with bone pain. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00109 (400502237 + nr142m), 9610612-2021-00133 (400502858 + nr466z), 9610612-2021-00134 (400502859 + nr077z), 9610612-2021-00135 (400502860 + nr436z), 9610612-2021-00136 (400502861 + nr006z), 9610612-2021-00137 (400502862 + nr400z), 9610612-2021-00138 (400502863 + nr184z).